Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. It was stated that the buttons were not pressed for 3 minutes or longer. Blood glucose value was 17 mmol/l. It was advised that the customer discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.